Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was broken.

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the submitted device confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to device wear from normal use and servicing. Preliminary risk assessment 103284232-pra was conducted. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Continue to monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.